Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 additional (phone number) : (B)(6). Device evaluation: analysis of the returned device identified: weight to spec and opening curved on radius. A visual and microscopic analysis was performed which identified: striated opening on radius, posterior anterior, non-penetrating nick and crease fold. Based on the device analysis the final assessment is: a striated opening on radius, anterior and posterior assessed as surgical damage.